Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis november 16, 2018. The customer¿s blood glucose level at the time of hospitalization was over 600 mg/dl. The customer was treated by manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.